Event description:
The patient experienced an infusion set issue characterized by insulin flow blockage alerts on (B)(6) 2026; however, the specific cause of the blockage could not be determined. This issue led to elevated blood glucose levels that were managed with self-administered insulin via multiple daily injection therapy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.